Event description:
It was reported that during a cardiac ablation procedure using a sphere 9 catheter an error message stating "catheter chip read failed" appeared, the system stopped pacing, and catheter visualization was lost on the screen. It was further reported that pacing was regained and signals and lesion markers were visible as the catheter moved, but the catheter could not be visualized or used for mapping. The catheter was disconnected and reconnected, the radiofrequency generator (rfg), pulsed field generator (pfg), and catheter interface unit (ciu) were rebooted, and the user exited and re-entered the study, but the issue persisted. The operator elected to finish without changing the cable or catheter by using signals to assess lesion success and then ended the procedure. The case was completed. Approximately 30 minutes after the procedure, pulmonary edema was reported with very wet chest sounds and difficulty breathing, and the patient was taken to the intensive therapy unit for overnight monitoring. A transesophageal echocardiogram and a tra nsthoracic echocardiogram performed post-ablation were reported as normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00003 product type: mapping system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.